Manufacturer narrative:
The events occurred on unspecified dates from (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified number of repeated peritoneal inflammation events the cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, doses, durations and frequencies were not reported) for treatment. At the time of this report, the patient has recovered from the events and pd therapy was ongoing. No additional information is available as the reporter declined follow up.